Manufacturer narrative:
The total psa reagent expiration date was (B)(6) 2020. Pictures from the foam detection cameral showed a film across the surface of the sample. Based on the data provided, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a total psa value of 0.029 ug/l. The sample was repeated twice, resulting with values of 7.83 ug/l and 7.32 ug/l. The total psa reagent lot number was 460868. The reagent expiration date was requested, but not provided.